Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suturecut needle driver had wire issues at the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.